Event description:
It was reported that the clamp opened and did not stay fixed. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 02/04/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: there is movement in locking mechanism. Some small standard parts have to be exchanged. The locking mechanism was tested if the lock is able to jump open and the reported failure could not be reproduce. Device history record reviewed for this product ID lot code 104 manufactured on june 30, 2010 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s or variances. Service history: 04.11.2015- reason for service: jump open, needs check up. 18.05.2015 - reason for service: skull clamps unlock when locked . A two year review of complaints history for this reported failure and or related to "opened " for this product ID shows that 7 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. The reported failure could not be confirmed. An in service is highly recommended as this device was serviced 4 times for the same reported failure in 2015 in which the end user's experience could not be duplicated.